Manufacturer narrative:
Examination of the pump showed dried formula around the top housing and dried fluid inside the sensor housing. The top housing had a crack near the air in line sensor area which may have allowed fluid inside and contributed to the area. The pump was serviced and recalibrated, then tested several times with water, ele care, ensure plus and osmolite and alarmed 'air' each time. The root cause of the crack was attributed to a manufacturing error where the air sensor top housing area was overloaded in compression by the air sensor housing causing the crack. This report is part of a retrospective review for reportability.

Event description:
The distributor stated, the customer indicated, the pump did not give an 'air' alarm when air was in the line. The patient's feed was set at 170 ml/hr, turned off and then restarted at a slower rate of 150 ml/hr. The patient noticed a lot of air in the feed, 2 hours later and the pump had not alarmed to indicate this.